Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Consumer states they replaced the rails on her sons bed with rails from a different bed because they were not raising or lowering. Consumer went on to say the store was suppose to give her son an air mattress but they did not and instead the mattress they gave him is hard as a rock.